Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Although it is unknown if it the device was a proglide or prostyle, prostyle IFU will be used. The patient effect of hematoma is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effect of hematoma, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This article summarizes the development of a non-abbott vascular closure device and comparing the efficacy of achieving the "leave-nothing behind approach" between other methods of hemostasis. The introduction of this technology has provided clinicians with a safer and more effective way to achieve immediate hemostasis, facilitate early ambulation, and enable earlier discharges with fewer access site complications compared with traditional manual compression and other vascular closure devices like the perclose devices. This article reports that the perclose and non-abbott devices were used in both the veinous and arterial access sites. Perclose devices used in the veinous sites used sheath sizes ranging from 6-23fr. Perclose devices used in the arterial sites used sheath sized ranging from 6-8fr. The following adverse event was mentioned to be related to the use of a perclose device: hematoma. The result of the study determined that the use of a non-abbott device provides a safer and more effective way to achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the attached article, "a novel suture-based vascular closure device to achieve hemostasis after venous or arterial access while leaving nothing behind: a review of the technological assessment and early clinical outcomes."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: ¿a novel suture-based vascular closure device to achieve hemostasis after venous or arterial access while leaving nothing behind: a review of the technological assessment and early clinical outcomes¿. B3 - date of event: estimated. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided.